Event description:
The facility reported a catheter which detached from brachial port. The physician was unable to get blood return. An x-ray was taken which showed that the catheter was not attached to the port.